Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of saline via an implantable infusion pump for intractable spasticity. It was reported that one day this week ((B)(6) 2016) saline was leaking from the patient's pump incision. The pump was last checked and filled with saline in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was in a skilled nursing facility and needed closer listings because he required medical transport. The patient's daughter reported that the pump was not working and confirmed the issues that were reported on (B)(6) 2016.

Event description:
Additional information received from patient's daughter. It was reported that they were able to find a physician. They did not have the physicians name. The patient had an appointment scheduled for (B)(6) 2017. They had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.